Manufacturer narrative:
Concomitant medical products: 1688tc lead; implanted: (B)(6) 2013; 1688tc lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced worsening congestive heart failure and it was noted the left ventricular (lv) lead thresholds went from acceptable to unable to capture in the vector lv2-can. Other vectors also had rising thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.